Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and "redness around the nipple."

Event description:
Healthcare professional reported a right side rupture and "redness around the nipple." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified it to be underweight and a broken shell. A visual and microscopic analysis was performed which identified a sharp broken crease, a portion of the shell was missing on the anterior (0-25%), crease fold, wear/abrasion and stress marks. Based on the device analysis the final assessment is: a pattern of sharp creases on the posterior side of the broken shell assessed as a fold flaw opening. As a portion of the shell was missing, assessment was inconclusive.

Event description:
Device has been explanted.